Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right femoral vein due to patient unable to take anticoagulants. Patient is alleging migration, tilt, vena cava perforation, fracture and dvt (deep vein thrombosis). The patient further alleges ¿weakness, pain and limited activity.¿ per a CT (computed tomography) venogram bi-lateral low extremities dated (B)(6) 2017, " there is a infrarenal vena cava filter, with a fractured tine that is lying outside of the vena cava. Several of the tines protrude outside of the vena cava but remain connected. Incidentally noted is an enlarged and tortuous left gonadal vein. While the adjacent renal vein appears patent, the insertion of the left renal vein into the ivc is not clearly delineated. This may be due to mixing artifact, although there is likely clot within the ivc filter.¿